Event description:
Customer called because pt was getting an error. The customer referred to an incident where pt had to call paramedics because pt was having symptoms of low blood glucose but was receiving normal results from the device. Paramedics arrived and the customer was given an IV and sugar pills. Pt was taken to the hospital where a result of 24mg/dl was received. A request was made for the return of the suspect device and replacement product was sent.